Event description:
The customer reported the switch button #1 (sw1) of the subject device was not working and there was reduction in the suction. The reported issue occurred while preparing the subject device for use, prior to an unspecified diagnostic procedure. The intended procedure was completed using another device. There was no delay in the procedure. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, it was observed the coating on the insertion section was peeling off. This report is being submitted for the malfunction found during evaluation of the device (coating peeling off).

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the coating peeled off due to a physical stress, chemical stress, and/or storage environment. However, a definitive root cause could not be determined. The device's instruction manual provides the following warning, which may help to prevent the issue: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ the device's reprocessing manual provides the following warnings, which may help to prevent the issue: "warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found." "Warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." The reported issues (sw1 not working and reduction in suction) were not confirmed or duplicated. During inspection and testing, service found the bending angle in the up direction was out of specification due to wear of the angulation wire, and the adhesive on the objective lens was peeled off. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.